Event description:
Reporter noted cyclodestruction procedure failed as beam was not powerful enough. Incident resulted in mild burns of conjuctiva; no treatment required. Cancelled laser procedure; changed to cryotherapy. No sequelae expected.